Event description:
Pulmonetic system, inc. Rec'd a call from a representative on 7/2002, reporting the following problem: unit won't power on. Upon contacting the customer pulmonetic systems was told the caregiver was attempting to unplug the ac pigtail and could not get it to release. That is when the unit shut down and the co unable to power it back up.